Event description:
User allegedly received syringes that did not have any tip. User has had a hard time pushing the needle in and the ones that do insert cause her to bleed when removing the needle. User has been using et 30g since she found out she was a diabetic. Her husband bought her some 31g and they seem to work better.